Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4)

Event description:
The user facility reported that the angio-seal vip deployed normally in the patient with immediate heavy oozing post deployment, pressure was held. When pressure was released, a hematoma 10 cm x 8 cm developed. Failure was bleeding and a groin hematoma formation. Patient's condition is stable and was discharged the following day. The reported adverse outcome was a large amount of bruising. The procedure was completed and the device is in the patient. Hemostasis achieved with manual pressure and femostop. Additional information was received on 3/15/2018: the procedure performed was a pci. There was no apparent issues or difficulties with access, no difficulties with use of the device, and no issues with insertion, deployment or withdrawal of the device.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.